Event description:
It was reported that the patient presented to the emergency room with episodes of inappropriate shock due to incorrect interpretation of signal. Medication changes were made. Patient was stable.